Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Sherlock version number: 2.1.73bd963, product name reference: g4s, reason for report code: ga37, flowchart run: ga37, carelink investigation endpoint: day 1 inaccuracy, description: sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event., transmitter status: data to determine transmitter warranty status unavailable afc code: fb41af, fmc code: n/a. Sherlock version number: 2.1.73bd963, product name reference: g4s, reason for report code: lb07, flowchart run: lb07, carelink investigation endpoint: 1khz eis logic, description: change sensor due to 1khz eis logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that thesensor contributed to the event., transmitter status: data to determine transmitter warranty status unavailable afc code: fb40af, fmc code: n/a. Sherlock version number: 2.1.73bd963, product name reference: g4s, reason for report code: ha87, flowchart run: ha87, carelink investigation endpoint: instability in sensor sensitivity, description: change sensor due to rapid change in sensor sensitivity. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event., transmitter status: data to determine transmitter warranty status unavailable afc code: fb38af, fmc code: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported difference between sensor glucose and blood glucose value, change sensor and calibration not accepted alert. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-1884l, mmt-7040a, mmt-396a, mmt-332a. Troubleshooting was declined for high blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and customer was not using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for sensor glucose vs blood glucose and the sensor glucose (sg) value from the reported event was 50 mg/dl and the blood glucose (bg) value from the reported event was 300 mg/dl and the difference was not within the target range. No further patient complications were reported. No product return is required for mmt-1884l. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-332a.